Event description:
The pump's driver block was sliding freely on the lead screw with the arms engaged. Troubleshooting was performed. It was noticed that the driver lock clip was missing. However, the device passed the troubleshooting test and the insulin exited. It was reported that the device had not been dropped, bumped, or exposed to moisture.